Manufacturer narrative:
No product has been returned for investigation nor product malfunction has been reported. Based on the information provided event may have been caused by patient's post-operative activities and/or community acquired. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. . Infrequent operative and postoperative complications that may result in the need for additional surgeries include: infection; potential risks identified with the use of this system, which may require additional surgery, include: infection..." Handling of the sterile implant: "...before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used..." "...open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." Cleaning and decontamination: "...all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions ((B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments..." No product returned.

Event description:
On (B)(6) 2018, patient underwent posterior fusion at the l3-l4 vertebral levels. Several months post-operative patient was experiencing back pain and upon evaluation an infection was confirmed. On (B)(6) 2018, all the implanted devices were removed. As per reporter once the patient recovers, posterior fusion using autologous bone transplantation, without any implant device, will be performed.